Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a scheduled device replacement procedure, this right ventricular (rv) lead was attempted to be implanted. However, the lead was unable to advance in the vasculature. As a result, the lead was pulled in an attempt to remove it. The lead tip was able to be moved but the lead body was stuck in approximately the middle of the superior vena cava (svc). After a new rv lead of a different model was successfully implanted, the previous lead was again attempted to be removed. Various additional products were used, including a competitors sheath accessory, but the lead removal attempts were unsuccessful and the lead was surgically abandoned. The following day, the physician indicated that the lead had perforated the middle of the svc and was suspected to be between the inner and outer svc membranes. It was noted that it was not bleeding so the patient will continue to be monitored. It was also noted that no product complaints were made by the physician. No additional adverse patient effects were reported.